Manufacturer narrative:
The product was returned for analysis. Solution was dried on the lens. One haptic was bent in the gusset and distal areas. Other haptic was bent in the gusset area. The optic was torn/split/cracked (possibly cut) into two pieces with additional split/cracked areas. No other damage is observed. We were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. A lens bench evaluation could not be conducted due to the extent of the optic damage. Product history records were reviewed and all documents indicate the product met release criteria. There are no similar complaints in the lot. This report was mailed to the FDA on: 08/15/2007. Additional information was requested on 07/18/2007 by mail and by fax and on 08/01/2007 additional information was requested by phone and by fax. A completed questionnaire was received from the reporting facility on 08/06/2007.

Event description:
The user facility reported the intraocular lens (iol) malfunctioned and the patient required a vitrectomy. An alternate lens (anterior chamber lens) was implanted. Patient outcome was reported as excellent.